Event description:
Patient stated she was treated for an abscess near the needle insertion site. Patient did not provide specific dates but added that it was in (B)(6) 2019. Patient stated a staffer at her diabetic center treated the abscess with an antibiotic. Patient stated abscess subsided after 3 days of treatment.